Event description:
The caller reported sometime during the past two months, they experienced difficulty with secretions sticking to the sides of the endotracheal tube and above and below the cuff, and internally. The patient required a non-routine replacement of the tube. The tube was discarded.